Event description:
A 3-4 cm balloon applicator kit failed intraoperatively. The valve would not allow the surgeon to inflate or deflate the balloon. Malfunction caused a delay in the case. No harm reached the pt.